Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the information reviewed, the reported surgical procedure and hospitalization were a result of case-specific circumstances as twenty-eight patients required mitral valve surgery after failure of clip implantation within twelve months, for which they were hospitalized. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Date of event estimated as (B)(6) 2019, one day prior to the publication date. Date of implant estimated as (B)(6) 2018 (one year prior to the article publication). The device location was not provided and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The patient effects of tissue damage and atrial perforation are filed under separate medwatch report numbers.

Event description:
This is being filed to report patients that required mitral valve surgery after failure of clip implantation within 12 months. It was reported through a research article identifying patients that required mitral valve surgery after mitraclip implantation within 12 months. Details are listed in the attached article titled, mitral valve repair after failed mitraclip therapy. No additional information was provided.